Event description:
It was reported that the patient got up the night prior to the report and was not able to feel any stimulation. The patient attempted to charge but the poor communication screen was displayed. About 3 weeks prior, the patient was able to see the coupling bars on the bottom of the recharger. The patient reported that it took 8-9 hours to charge when he was able to charge. The patient was ¿fed up¿ with how many parts the equipment was. The belt hurt when it was on. The patient stated he wanted the device explanted. The patient was redirected to his physician. It was further reported that the patient received assistance on 2013-(B)(6) and their concerns resolved.

Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3777-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3777-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).